Event description:
It was reported that stent damage occurred. A 20 x 3.50 promus premier¿ stent was advanced but was unable to cross the lesion despite of several attempts. When the device was removed from the patient, it was noticed that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).